Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, system label printer had low quality. However, there was no delay or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-jan-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had a printer failure. A technical support specialist dialed into the system and reconfigured the zebra printer, then rebooted the device and validated proper functionality. The tss attached the knowledge article (troubleshooting zebra printer es) to document the resolution. The system functioned as intended after the technical support specialist troubleshot the device.